Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a surgical procedure the catheter kinked and twisted and became blocked. The catheter was secured. On the second night, the catheter was found twisted and the pt had one liter of fluid retention. The hospital stay was extended for 48 hours idc was per the bladder guidelines required.